Event description:
Narrative from staff: during shoulder surgery, the tip of the fibertak button inserter broke and could not be found. X-ray images were taken of the shoulder and cleared by the radiologist.